Event description:
The nurse reported that the patient was in the intensive care unit experiencing increasing drowsiness and "respiratory issues" postop pump implant. The previous pump had been explanted due to infection in 2005. The pump was initially programmed to deliver a priming bolus of morphine 10 mmg/ml at a rate of 0.509ml (5.09mg) over 31 minutes. The implanted catheter volume was actually 0.46ml. The programming was verified twice with the hcp. The patient was noted to be increasingly drowsy and apneic and was transferred to the ICU on the 2nd postop day for monitoring and narcan administration as needed. The patient was seen by a neurologist and an electroencephologram was performed indicating seizure activity; the patient had not experienced a seizure in 20 years. Dilantin levels were drawn and revealed low levels. The patient also has other "complicating medical issues", including a v-p shunt. The patient was transferred from the ICU in 2006 and discharged from the hospital 2 days later. The patient was readmitted on 6 days later for increased seizure activity - discharge date is unknown. The patient continues to have difficulty with drainage from the incisional wound and a urinary tract infection (onset date is unknown).